Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Infusion sets were changed resolving the occlusions. While performing an infusion set change, insulin was not observed to be dripping out of the infusion set tubing during the load fill tubing sequence. Reportedly, apidra insulin was being used. Tandem technical support advised the customer against using off label insulin with the pump. A supply change was performed to address the issue. Customer's blood glucose level ranged from 180-452 mg/dl.